Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-feb-2023. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The sample was returned without the packaging and the safety mechanism was not activated. The reported issue of safety shield activation failure (catheter) was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no abnormalities or damages present. The safety mechanism was tested by manual activation and the sample performed properly. Bd was unbale to determine a root cause for the reported incident since the defect was not confirmed during the examination of the returned sample. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported that the bd cathena¿ IV catheter safety mechanism will not activate and cause a needle stick injury. The following information was provided by the initial reporter: during the insertion of the 20g catheter, the safety device did not work. The nurse therefore pricked herself.

Event description:
It was reported that the bd cathena¿ IV catheter safety mechanism will not activate and cause a needle stick injury. The following information was provided by the initial reporter: during the insertion of the 20g catheter, the safety device did not work. The nurse therefore pricked herself.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.